Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins which was implanted around 2017 stopped working and couldn't be recharged anymore with the older model recharger. They tried charging with the newer wireless recharger, but that also couldn't charge the ins. The wireless recharger would connect to the ins, as indicated with two uplifting tones, but a second there was one tone and a red flashing error. Connection with the clinician tablet was also not possible as it couldn't find the ins. The ins depth was around 1.5-2 cm. They suspected that the ins battery was overdischarged, and since the normal replacement time was near they decided to perform an ins replacement. The ins was replaced with a newer model ins, and after the replacement all impedance values were ok and therapy was reestablished. The issue was resolved. It was noted that bad condition of the recharger may have led or contributed to the issue. It was also noted that the hcp wanted to known if the ins had some error that caused the recharging malfunction, or if the ins went into overdischarge. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- (B)(6) 2025 13:49:42 cst pli# 10 product ID# 97714 h3: the returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the ins was functioning within specifications but had reduced capacity due to one overdischarge. Telemetry was successfully restored after one full passive mode recharge (pmr) followed by a full physical mode recharge. Additionally, the ins successfully passed the automated functional test (adt) conducted on the ngt tester. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.